Manufacturer narrative:
Additional manufacturer narrative: this device is not available for return and evaluation as it was discarded at this hospital. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. There are many factors that could result in the need to explant and replace a valve, the most common of which is regurgitation. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. In this case, the surgeon explanted the 23mm aortic valve and replaced it with a 21mm (smaller) aortic valve due to unknown reasons. Minimal information was received regarding this explant and attempts to get additional information regarding the condition of the device at the time of the procedure, patient's medical history and condition post-implant or possible comorbidities have been unsuccessful; therefore, the root cause for the procedure remains indeterminable. If new information becomes available, a supplemental report will be filed. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received information that a 23 mm aortic pericardial valve, implanted three (3) months and sixteen (16) days, was explanted due to unknown reasons. The explanted device was discarded at the hospital and replaced with a 21 mm aortic pericardial valve. No additional information was provided.

Manufacturer narrative:
Submitted correction to update country to (B)(6).